Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the instrument's clamping mechanism was deformed, the anvil was bowed and the device had damage to the knife blade. The product analysis noted evidence that the device was not used as intended. This issue can occur if device was applied on tissue beyond the indicated range causing an excessive force that led to bar and knife breakage; this in return did not allow the instrument to fire correctly after clamp bar broke and potentially causing the opening of the jaws with some difficulty. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal cancer resection, the reload could not be opened when unloading, it was forcibly unloaded by the surgeon. A new device was used to resolve the issue and complete the case. There was no patient injury.